Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer.

Event description:
Information was received from a consumer regarding a patient receiving lioresal via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was report that the week before christmas 2016 the concentration was increased from 500 to 2000, but the pump wasn¿t adjusted. The nurse was let go and a new nurse was hired. The new one told patient the doctor could not see him until later. The patient stated that ¿he spent that time totally crippled¿. The patient switched doctors after the event. Additional information was received on 22-feb-2017 from the patient and it was reported that the event occurred a few years prior. The week before christmas the patient went in for a pump fill up. The patient had a 500 concentration in the pump. The hcp (healthcare professional) put a 2000 concentration in the pump and did not adjust the pump. The patient didn¿t need that much. It was clarified that regarding being ¿totally crippled.¿ the patient lost control of their legs. The patient could walk but they were weak and their legs were ¿rubbery.¿ the patient also lost control of their bladder. The patient called the hcp office. The office was closed between christmas and new year¿s. The patient called after new years and was told they had to wait two weeks. It was three weeks before the hcp took out the 2000 concentration. The patient was currently doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.